Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized due to hyperglycemia while using the infusion device. The patient's blood glucose level was up to 500 mg/dl. The patient made a correction via the infusion device, but the blood glucose levels didn't go down. The ambulance took the patient to the hospital. At the hospital, the patient was treated with 10 international units of insulin. It is unknown on how long the patient was in the hospital. The patient thinks the infusion device delivers an inaccurate amount of insulin. The infusion device has been returned for product evaluation.